Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient did not experience any symptoms prior to and/or at the time of the event. At an unspecified moment during the episode, the cgm value was 192 mg/dl and the bg was 272 mg/dl. The patient's sister called an ambulance and the patient was brought to the hospital because the patient had inaccurate readings. There, the patient was treated with IV fluid and was discharged from the hospital on the same day. At the time of the report 6 days after the episode, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient did not experience any symptoms prior to and/or at the time of the event. According to the call review, the patient claimed that the cgm was 100 mg/dl off from the bg reading. The patient couldn't remember the exact values. High or low bias inaccuracy was not specified nor clarified. Paramedics arrived and treated the patient with IV fluid. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.